Manufacturer narrative:
(B)(4). Date infection began is not known. This report is for one (1) unknown conical screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a tibial plate on (B)(6) 2017 due to infection. The plate and eight screws were originally implanted during an open reduction internal fixation (orif) proximal tibia on (B)(6) 2017. At that time, the proximal tibia plate was inserted with norian. The patient was returned to surgery for infection and removal of hardware. The surgeon removed as much norian as possible with a curette. The surgery was successfully completed with no delay, and no reported fragments generated. The patient outcome was reported as okay. This is report 3 of 5 for (B)(4).